Manufacturer narrative:
The MDR ID number was originally 3001236349-2011-00005 and has changed to 2134265-2011-01769 to account for the change of reporting site from bsc-(B)(4)to bsc-(B)(4). Device lot number corrected from 13891836 to 13879927. Device expiration date corrected from 02- nov-2012 to 28-oct-2012. Device manufactured date corrected from 10-nov-2010 to 3-nov-2010. (B)(4). Manufacturer name, mfg site name corrected from boston scientific to boston scientific - (B)(4). Device evaluated by MFR: visual and microscopic analysis of the returned device revealed the distal tubing had separated from the main shaft of the catheter (proximal shaft butt bond), exposing the inner spring coil. The distal section still remains connected to the main body via the electrode and steering wires. The break occurred where the two sections are joined together (butt bond). A trace of glue was seen on the draw down area of the distal tubing. The main body was cut near the butt bond area. The spring coil was pulled from main body. The cut main body was dissected. Microscopic examination revealed a trace of glue was seen inside the tubing near the butt bond area. However, the monel safety wire was lifting from the draw down. Handle is in physical good shape. Electrical connector is intact. No other physical damage observed in the unit. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Bsc sales representative reported on (B)(4) 2011 that "the wires on polaris dx catheter were exposed when they opened the catheter. It was never used in the case. They used another polaris dx catheter to complete the procedure."